Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection on the g5 mobile application. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined. No additional patient or event information is available.